Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) involved with the complaint to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed, but the reported failure could not be reproduced. The iesu energized and cauterized, and all ports recognized instruments. An m-19 power failure error was found in the error log.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure that the erbe screen went black. The procedure had already been converted to open due to the hospital losing power. The site was using the erbe for the open procedure. A new electro surgical unit (esu) was used to complete the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) went on site and replaced the erbe to resolve the issue. Isi has received the part; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.